Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial resection. There was an alleged inaccuracy reported. After case registration, the mayfield attachment to the bedframe was adjusted. Later, while navigating, the surgeon indicated that the navigation system displayed that they were at the tumor, but the surgeon could not see the tumor in the microscope. The chief of neurosurgery came to check the accuracy of the system and found accuracy was spot on. There was no delay in the case and no patient impact. A final update from the manufacturer representative the chief of neurosurgery had confirmed the system was accurate and continued with the case. However, the following day the patient was brought into surgery for bleeding issues and passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Review of the received patient archives indicated a registration error of 2.5mm with multiple red points were seen in the patient archives. Little tracing on unique anatomy of nose and multiple points under the surface of the skin was also observed. There was only one yellow zone of accuracy in the middle of the brain. Movement of the mayfield attachment would greatly affect accuracy.

Manufacturer narrative:
The system logs were received for analysis. Review of the logs did not provide sufficient information to determine the cause of the reported inaccuracy. If information is provided in the future, a supplemental report will be issued.